Event description:
Per the clinic, the patient experienced a magnet dislodgement.the patient underwent revision surgery on (B)(6), 2012, to place back the magnet into the correct position.

Manufacturer narrative:
(B)(4): implanted device remains.